Event description:
It was reported that a cartridge change error occurred. There was no reported impact to the customer¿s blood glucose level. No information was available regarding customer actions, medical treatment, or technical support response, and no additional information was received regarding the outcome of the event.